Manufacturer narrative:
A partial lead with the connector pin measuring 8.0 cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Manufacturer narrative:
(B)(4).

Event description:
New information received indicated that noise was also noted on leadless EKG.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that high capture thresholds and low r-wave amplitude were observed. No patient symptoms reported. The rv lead was explanted and replaced. There were no complications and no adverse consequences to the patient.